Event description:
It was reported that the right ventricular lead was repositioned due to depletion of the r-wave sensing. It was further reported that upon screwing the lead back into the device, the device had difficulty screwing the right ventricular defibrillator portion of the lead. The header was checked for air, blood and that the set screw was not impeding the securing of the lead however, the device was still unable to secure the lead. The device was removed and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was damaged.